Manufacturer narrative:
The service history record was reviewed and indicated that this is the first time this unit has been returned for service. An evaluation of the kangaroo pump was performed, and the reported issue could not be confirmed at this time. The unit functioned correctly during evaluation. The unit was serviced by updating the software and replacing the power connection label due to the opening of the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device overfilled. Additional information was received and stated that the pump was not in use with a patient at the time of the failure. The pump over delivered in the designated testing time during routine between patient testing. No further information was provided.